Event description:
Patient called back reporting the same information provided on original notes. Patient reported seeing rm06 message during recharge and implant won't charge past 90%. Agent walked patient through removing battery pack. Caller inserted the battery back and confirmed controller is recharging at 30%. Agent sent request to repair to replace controller due to multiple issue reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a pain stimulation implantable pulse generator (ipg) experienced several issues. The controller kept shutting off while charging the implant, and the screen would go white or blank, becoming unresponsive. Additionally, the stimulation completely shut off on its own, and the implant site felt hot during recharging. The patient was guided through troubleshooting steps, including removing the battery pack and plugging the controller into the ac power cord, which confirmed the controller powered on. The patient inserted the battery and confirmed a green flashing light above the screen, with both the controller and implant at 90 percent. The agent reviewed that everything appeared to be working as intended and instructed the patient to monitor the issue and call back if it persisted. The troubleshooting steps taken resolved the issue.